Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 7 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) which ended in therapy exhaustion. Device remains in service. Troubleshooting options were discussed and device was reprogrammed. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 7 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) which ended in therapy exhaustion. Device remains in service. Troubleshooting options were discussed and device was reprogrammed. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: e1. Initial reporter name.